Manufacturer narrative:
This report is submitted on 12 november 2019.

Event description:
Per the clinic, the patient was placed under general anaesthesia in order to replace the abutment (date not reported). The implanted device remains.